Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reports that the screw became loose. The procedure was concluded with the placement of another screw. No bone type or dental position was reported as affected.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) iuniht, (certain titanium hexed screw) for evaluation. Visual evaluation and a functional test was performed, signs of use was identified. The screw threaded into in-house implant as intended. Some damage to the hex identified, possibly caused during removal. Unable to confirm loosening with all the available information. DHR review was completed for the subject lot number 1275067. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1275067 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : loosening based on the investigation and risk management file review, the most likely root cause determined from the investigation was the abutment screw was not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. The screw threaded into in-house implant as intended. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.